Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) was isolated to a shorted u1003 pld processor on the computer/analog board. The root cause for the shorted u1003 pld processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.